Event description:
The pt reported experiencing elevated blood glucose of up to 340 mg/dl. She stated that she has needed three times her normal amount of insulin. She boluses through the infusion device to lower her blood glucose with no success. In 2009, her blood glucose measured over 200 mg/dl when she woke up and she bloused through the infusion device. After 1-2 hours her blood glucose continued to increase and found that the down button did not function. She injected insulin via syringe to lower her blood glucose. Her normal blood glucose level is 120 mg/dl.

Manufacturer narrative:
The incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.